Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of failed battery test, low battery alert and battery out limit alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had a low battery alarm and then a failed battery test. The customer stated that the pump alarmed after a battery change. The customer was advised that energizer aaa alkaline batteries are most effective for pump's use. The customer has not received multiple batteries out limit alarms. The customer was advised to monitor the pump.